Event description:
It was reported that the procedure was to treat a mildly calcified, 85% stenosed lesion in the moderately tortuous proximal common iliac artery. The 9.0x60mm absolute pro was advanced to the lesion; however, during deployment it was noted that the stent implant had slipped 5mm distal to the target lesion and was deployed partially covering the target lesion and partially covering healthy tissue. An additional stent implant was deployed to treat the untreated portion of the target lesion. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.